Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this implant procedure, noise and pacing impedance measurements less than 200 ohms was observed on the right ventricular (rv) channel. This lead was an attempted implant. No adverse patient effects were reported.